Manufacturer narrative:
The insulin pump had a blank display due to a faulty battery tube. No moisture damage was found on electronic assembly or motor.

Event description:
The customer's husband called to report that the screen was blank. The husband was given troubleshooting instructions. The husband later called back stating the screen was still blank after troubleshooting. Advised the husband that the insulin pump would be replaced.